Manufacturer narrative:
Manufacturing and quality control data: the progav® 2.0 shunt system was manufactured by a qualified employee on november 2011. Deviations during assembly did not occur. The product was finally tested as article fx434-t and released for packaging and sterilization and was sterilized by miethke. The progav® 2.0 has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The valve was pre-adjusted to 5 cmh2o in accordance to the specification. The shuntassistant® has a fixed pressure of 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 20 cmh2o, and were found to meet range the tolerances. All tested parameters were assessed according to specification. Visual inspection the following observations were made during the visual inspection: cut in the catheter. Permeability test: the test showed that the progav® 2.0 shunt system is permeable. Adjustability test: the progav® 2.0 was found to be adjustable to all pressure settings. The shuntassistant® is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav® 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product after dismantling of the valves, no deposits were found in both valves. Results: based on our investigation results, we cannot identify a blockage in the catheter or the valves. At time of the investigation, it was not clear to us how the mentioned functional impairment occurred. No functional deviations were detected. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
Age - 64 years. Weight - 64 kilograms (kg). Height - 175 centimeters (cm). Gender: unknown.

Manufacturer narrative:
Manufacturer's evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to miethke that a progav 2.0 shuntsystem (part # fx434-t) was implanted during a primary procedure performed on an unknown date. According to the complainant, approximately one (1) month after the placement of the shunt tube, drainage was not smooth which resulted in the enlargement of the patient's ventricle. The physician believed that a blockage existed in the catheter. The patient underwent a revision procedure. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: unknown, height: unknown, weight: unknown, gender: unknown.